Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced a sensor failure while sleeping during the daytime. The sensor was reportedly working before she slept. The patient lost consciousness and was unable to report to work, prompting a coworker to call paramedics after suspecting the patient had passed out. Upon arrival, paramedics performed a fingerstick test, which showed a glucose reading of 46 mg/dl. The patient woke up to paramedics at her house; this is when she found out about the failure. They administered a gel-like substance orally (specific medication unknown). After a few minutes, the patient regained consciousness, and paramedics provided the patient food. A subsequent glucose check showed an increase to 206 mg/dl. Since the patient was in stable condition at that time, the paramedics did not transport her to the hospital. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.